Event description:
The customer reported to olympus, there was poor air/water supply issue when using the evis lucera elite gastrointestinal videoscope. There were no reports of patient harm associated with this event. During the inspection and testing of the returned device, a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a foreign object clogging the nozzle. The operation part cover was peeled off and found to not be watertight, scratches were found on the operation unit cover, the bending angle was insufficient due to the elongation of the angle wire, and the play of the angle knob is out of the normal state due to the extension of the angle wire. The insertion tube was crushed, scratches were found on the operation part, there was dirt on the operation part that difficult to remove, and the switch box was crushed. Scratches were found on both the grip and the universal cord, and scratches were found on the scope connector side of the universal cord, as well as scratches on the scope connector. The investigation is ongoing and follow up with the user facility is currently being performed.a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a foreign object was adhered to the nozzle. The foreign matter was unable to be identified. There were no reported deviations in reprocessing. Olympus will continue to monitor field performance for this device.